Event description:
Physician was attempting to implant 1 resolute integrity drug-eluting stent to a severely calcified lesion in the lcx with 95% stenosis and little vessel tortuosity. It is reported that the device was removed from packaging and inspected with no issues noted. Negative prep however was not performed. Physician was attempting to pass the resolute integrity stent distal to a previous deployed stent in a highly calcified lesion. The resolute stent met resistance when trying to enter the proximal end of the existing stent and excessive force was used. The device was removed and it was noted to be deformed. Another resolute integrity stent was implanted successfully. No clinical sequelae were reported. Evaluation summary: the proximal section of the stent had deformed struts, which were raised and stretched.

Manufacturer narrative:
Results: failure to follow instructions ¿ (use of force to try to advance the stent contributed to the stent deformation); inherent risk of procedure ¿ (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis and severe calcification; deformation problem - stent. Conclusions: failure to follow instructions ¿ (use of force to try to advance the stent contributed to the stent deformation); device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis and severe calcification; known inherent risk of procedure ¿ (stent deformation). (B)(4).